Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to change out the water trap and cables, but the issue persisted. The issue was discovered at setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to change out the water trap and cables, but the issue persisted. The issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to change out the water trap and cables, but the issue persisted. The issue was discovered at setup. Investigation summary: during testing, the reported issue of a "gas device failure" error, was successfully duplicated using visia2 software and a connected bsm-6000. A clicking noise was noted coming from the pump during operation. The pump failed, indicating that replacement of the pump is necessary. As such, the root cause is mechanical failure of the pump. Nihon kohden will continue to monitor and trend similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to change out the water trap and cables, but the issue persisted. The issue was discovered at setup.